Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. At this time no changes have been made to the system. The lv lead remains implanted and in service and no adverse patient effects were reported.

Event description:
Boston scientific received additional information from the field which indicated surgical intervention was later performed and this left ventricular (lv) lead was abandoned and replaced as it could not be removed from the patient¿s body. No additional adverse patient effects were reported.